Event description:
It was reported that the patient charged it up 100% on (B)(6) 2013. It was noted that the patient lost stim on (B)(6) 2013. It was reported that the patient charged to 50% on (B)(6) 2013 and on (B)(6) 2013 the patient lost stim again. It was noted that the patient had their therapy just ¿cut off¿ and was not working even though they charged. It was reported that a manufacturer¿s representative was able to reprogram the patient at that time and stimulation was restored. It was noted that the patient lost stim the ¿thursday before the 5th¿. It was reported that the first reprogramming session was (B)(6) 2013. It was noted 2 weeks post-op. It was noted that the device depleted and this was why the patient did not have stimulation at that time.

Manufacturer narrative:
Product ID 97740, serial# (B)(4); product type programmer, patient product ID 97754, serial# (B)(4); product type recharger product ID 977a260, serial# (B)(4), implanted: 2013 -(B)(6); product type lead product ID 977a260, serial# (B)(4), implanted: 2013 (B)(6); product type lead. (B)(4) .